Event description:
It was reported that the syringe was missing its plunger.

Manufacturer narrative:
It was reported that the syringe was missing its plunger. Additionally, the reporting facility indicated that the syringe was "unable to add to infusers as no suction and the machines doesn't register the syringe." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample was available for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.